Manufacturer narrative:
(B)(4).

Event description:
A loss of therapeutic effect was reported. The pt fell "the other day", but did not fall on their device. For the last couple weeks, the pt reported increased freezing. The middle light (ins status) on the pt programmer indicated that both devices were either low or depleted. The pt was experiencing nausea and it was reported may be a little dizzy. The pt saw a hcp. Additionally, the pt was having difficulty walking and felt depressed. Add'l info has been requested, but was not available as of the date of this report. Refer to MFR report # 3004209178-2011-05878.